Event description:
A company representative spoke to a physician's office regarding a patient and discovered they had not seen the patient since 2009. An online obituary search found the patient was deceased. The company representative recalled that the patient had been hospitalized for 6 months prior to vns implant in 2009 and was in a barbiturate coma due to status epilepticus when referred for vns. Additional relevant information has not been received to-date.